Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2015 due to periprosthetic fracture, no biomet products were involved. Subsequently, patient was revised again on (B)(6) 2015 due to infection. Stage one spacer molds were implanted along with a stem as a temporary implant and patient was revised again on (B)(6) 2015 to reimplant with final stage biomet implants. The patient was revised again on (B)(6) 2015 due to infection. A washout was performed and the liner, locking ring, head, and taper were revised. It was further reported that the patient was revised again of (B)(6) 2015 due to infection. A washout was performed and the liner, locking ring, head, and taper were revised. Finally, a revision occurred again on (B)(6) 2015 due to infection. All components were removed and replaced with an external fixator.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 8 of 9 mdrs filed for the same event (reference 1825034-2015- 01084 & 01556 / 01563).

Event description:
It was reported the patient underwent total hip arthroplasty on (B)(6) 2015 and was implanted with competitor products. Subsequently, patient was revised on an unknown date due to periprosthetic fracture and it is unknown if anything was removed or replaced during this procedure. Subsequently, patient was revised again on (B)(6) 2015 due to infection. Stage one spacer molds were implanted along with a stem as a temporary implant and patient was revised again on (B)(6) 2015 to reimplant with final stage biomet implants. The patient was revised again on (B)(6) 2015 due to infection. A washout was performed and the liner, locking ring, head, and taper were revised. It was further reported that the patient was revised again of (B)(6) 2015 due to infection. A washout was performed and the liner, locking ring, head, and taper were revised. Finally, a revision occurred again on (B)(6) 2015 due to infection. All components were removed and replaced with an external fixator.